Event description:
Information was received from a patient. It was reported that they had been unable to use their stimulation when they walk, and only use it when lying down. The patient stated that if they go from sitting to standing up, the device would give them too much stimulation. It was noted that this had been an issue since the patient was implanted in (B)(6) 2011. The patient mentioned that they were interested in the models of stimulation that adjust in different body positions. It was also reported that the patient started having falls sometime in 2011 and had continued to have them every year since then. The patient was redirected to their healthcare provider (hcp). Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.